Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s peritonitis can be reasonably attributed to touch contamination as it was reported the patient is not compliant hand hygiene during pd treatment.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the clinic and administered antibiotics. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient was experiencing abdominal pain and on (B)(6) 2019 a pd effluent culture was obtained in the outpatient pd clinic which yielded an elevated white blood cell count of 241. The patient was treated with cefepime and vancomycin intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering from the event. The nurse states the patient did not have any fluid leaks or any issues with any fresenius device, product or drug that caused the peritonitis event. The nurse stated the patient is not compliant with hand hygiene during pd treatment and the cause of the peritonitis was touch contamination. The nurse stated the drain issues the patient reported were due to fibrin in the pd catheter secondary to the peritonitis. The nurse also stated the patient completed treatment manually while waiting for the replacement cycler and did not experience any adverse events as a result of the large drain volume. The patient is reportedly is completing pd treatments on the cycler without any further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.